Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the pt underwent an unk surgical procedure on (B)(6) 2010, and the device was placed. The surgeon connected the aspirator and the exit port of the reservoir, and started the suction at 100mm hg pressure until evening. Then the surgeon took off the aspirator, then started reservoir suction with negative pressure. The next morning, it was found that the reservoir did not suck and was not inflated though the locking plate of the reservoir was unlocked. The surgeon exchanged the reservoir for another product, which worked normally. There was no adverse consequence to the pt.